Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, there was an unexpected outcome causing the pt poor vision. The iol was noted to be slightly off in position. The iol was exchanged for a different power one month after initial implantation. In a follow up, the surgeon reported that the iol shifted thirteen degrees pff axis after implantation. He also indicated that the event resolved with the exchange procedure and he does not blame the iol for the event.